Manufacturer narrative:
The returned strips and retention meter were tested in comparison to a retention meter and the masterlot strips. There were no error messages that occurred. The returned and the retention material meets the specification.

Manufacturer narrative:
.

Event description:
The customer's daughter tested him on the coaguchek xs meter (B)(4) and obtained a result of 5.7 inr at 0928 and a result of 3.1 inr at 0943. She states she may have squeezed the finger excessively for the first test. The tests were done on separate fingers. The result that was reported to the doctor was the result of 3.1 inr. She stated they did not believe the 5.7 inr to be correct. The doctor advised her to give the customer half of his coumadin dose and then retest him in the morning. His therapeutic range is 2.1-2.4 inr. He is not on heparin or any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. She stated he was on an antibiotic a week ago, and also took mucinex for a sinus infection. It was stated that he had not had recent dietary changes. It was stated that the customer is in "overall good general health". There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 206632-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.